Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, fatigue, dry nose, cough and lung nodule. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on march 24, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, fatigue, dry nose, cough and lung nodule. The patient did not report to receive medical intervention. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The device was corrected. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on 08 apr 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused headaches, fatigue, dry nose, cough and lung nodule. The patient did not report to receive medical intervention. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.). Section b2 was corrected to blank. (Previously, it was other serious or important medical events.). Section h1 was changed from serious injury to malfunction. Section h6 health effects: health effects - impact code was corrected.